Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the waste line connecting from the instrument through the wall fell out splashing the technician. No injury was reported and no medical treatment was required.

Manufacturer narrative:
The waste contains bio-hazardous material. Hotline provided the waste composition per customer's request. A bci field service engineer (fse) contacted the customer and had the biomed tie-wrap the waste hose to the drain. A clear root cause can not be determined for this event.